Event description:
Dr deployed filter on the left side and the filter dome was 4millimeters in the right renal and the dome formed in a spindle form. All filter legs were adhered to a 20 millimeter cava wall. Dome still did not form after 20 mins. Another of the same make and type was placed successfully below the original filter. No impact to the pt and no further complications reported.